Manufacturer narrative:
No device malfunction occurred. A review of the logs indicate that some alarms were suspended, and then there are 4 asystole alarms which were all "new" alarms in the logs which would indicate that the alarms were either addressed in another location. (I.e. Bedside and/or client/overview station) or due to alarm configuration (i.e. Latching/non-latching). The information was relayed to the biomedical engineer, who understood and agreed that the alarms did occur just based on his own review of the alarms at the bedside at the time of the event (which were no longer available). The biomedical engineer asked to have the log excerpt sent to him to use as a "training" tool with staff. The log excerpt was emailed to the biomedical engineer. This is considered a user alarm handling issue.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The nurse claimed that no asystole alarm was triggered for the patient in bed # (B)(4) on (B)(6) 2017 between 10:00-11:00. The patient was treated for the asystole event and is now stable.